Event description:
A caller reported an issue where the tandem mobi cartridge was not fitting properly, causing it to detach from the pump during the load sequence and leaving a gap between the cartridge and pump. This issue led to the caller's blood glucose level displaying as "high," although the specific value was unknown. The patient attempted to change the cartridge due to the high reading but faced difficulty bypassing the load sequence. Technical support instructed the patient to use a new cartridge, which fit without issue. After assistance with loading the new cartridge, the patient resumed insulin delivery with no further action required.